Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.

Event description:
A professional customer reported that they went to use their arm unit in a rescue attempt, and the piston would not fully extend. No event details were provided.